Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was "high" on the glucose monitor. A supply change was performed resolving the occlusion and insulin was successfully resumed to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.